Event description:
Pt reports they have been infusing xembify for about 40 minutes (halfway done) and pump is going slower than usual. Pt states pump is ticking and working but just going slow. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: xembify sdv - 8gm. Did pt miss a dose or have an interruption to therapy? - unknown. Did adverse event(s) result due to product issue? - unknown. Did pharmacy replace device? - yes. Is device associated with event available for return? - unknown.